Manufacturer narrative:
Add'l info will be provided once the investigation has been completed.

Event description:
It was reported that during a procedure the tip of the unit snapped off. It was further reported that the doctor successfully removed and broken piece from the inside of the pt. It was further reported that there were no adverse consequences to the pt.